Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: when the colleagues at the table wanted to clean the monopolar curved scissors (mcs), it could not be opened with the release knob. It could only be opened after the charring had been cleaned off. However, the instrument was still easy to install and remove.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the (sp) monopolar curved scissors (mcs) tip involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during da vinci-assisted benign hysterectomy surgical procedure, the monopolar curved scissors (mcs) instrument's tip quickly got strongly glued by the tissue and could neither be opened by the surgeon nor the assistant at the table with the manual release dial. The procedure was completed with no reported injury.